Event description:
Ref imp# (B)(4).

Manufacturer narrative:
This report is being filed under exemption (e2012066) by arjohuntleigh, inc (1419652) on behalf of the manufacturer (getinge (suzhou) co., ltd.). Manufacturer complaint reference no: (B)(4). Additional information will be provided upon conclusion of the manufacturers investigation.